Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h3, h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2026 sampling from: air/water channel, auxiliary channel cfu: <1 bacterial identification: none sampling date: (B)(6) 2026 sampling from: instrument channel cfu: 3 bacterial identification: bacillus species, micrococcus luteus/lylae, paenibacillus sp sampling date: (B)(6) 2026 sampling from: suction channel cfu: 1 bacterial identification: bacillus species a review of the service history record did not reveal failures that could be the cause of the reported contamination. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was reported that, during lab or demonstration, the gastrointestinal videoscope tested positive for 69 colony forming units (cfus) / 100 milliliter(ml) proteus vulgaris group and 30 cfu / 100 ml escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.